Manufacturer narrative:
Insulin pump received with prime anomaly due to a faulty force sensor resistor. Unable to complete the occlusion test due to the prime anomaly. A scratched lcd window, cracked reservoir tube and cracked belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed, and the displacement test passed. The drive support cap did not appear to be damaged. The high pressure test was performed and failed twice. No further information was provided.